Event description:
It was reported that the device alarmed, and the screen of the cockpit went blank. The device was replaced. Reportedly, the screen of the cockpit came back up. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The affected device was examined at the local repair workshop and the log file was made available for further investigation. The log file analysis confirmed that the cockpit of the device performed a restart. The ventilation was not affected by the cockpit restart and continued as set. Examination of the device identified a faulty ssd and display as root cause for the cockpit failure. The faulty parts were replaced. The device was tested and confirmed to be operating as per manufacture¿s specification. If the operation of the cockpit fails completely, the auxiliary auditory alarm of the ventilation unit will sound after 45 seconds without communication between the ventilation unit and the cockpit. This alarm is energized independently from the power supply and will last for at least 2 minutes. Since the monitoring functions are limited and the user interface is inoperable, the ventilation shall be continued with an independent device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed, and the screen of the cockpit went blank. The device was replaced. Reportedly, the screen of the cockpit came back up. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.